Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was 146 mg/dl at the time of incident. Customer reported that the insulin pump was gaining time at the rate of about 15 min. Customer stated the gain was greater than 1 minute per week. Customer also stated gain is greater than 4 minutes per month. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The device was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted.